Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed a decontamination, checks, and tests. He found no hardware failures. He performed tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 2 patient samples on a cobas pro ise analytical unit. Patient 1: the initial na result was 154 mmol/l, and the repeated result was 136.7 mmol/l. Patient 2: the initial na result was 155 mmol/l, and the repeated result was 147.9 mmol/l. The repeated results were obtained on another module and were believed to be correct.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. The alarm trace showed "abnormal aspiration (sample pipetters1)" errors. The investigation could not determine a specific cause of the event. Although no cause was identified, the issue appears to be resolved. The investigation did not identify a product problem.